Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Report 2 of 2. Other mfg number: 2523190-2016-00204. It was reported that during a laparoscopic cholecystectomy sparks start to come out from the connection point with the bipolar cable. No patient injury reported and the event lead to 10 minutes surgical delay. The procedure went ahead with a replacement device.

Manufacturer narrative:
Integra has completed their internal investigation on december 23, 2016. The investigation included: methods: review of device history records; review of complaints history. Results: product of objective evidence was not returned so the evaluation was unable to be performed. Therefore an investigation for cause was unable to be performed. DHR review; unable to review the applicable DHR as the lot no. Was unavailable. Complaints history; no identified issue for this device - not returned. Conclusion: a determination of root cause is not possible as the device has not been returned.